Event description:
Meter name: one touch ultra meter. Strip name: one touch ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: extreme dry mouth, difficulty with taking, nausea, flu like symptoms. A patient reported they were seen in local hospital and diagnosed as dehydrated and high blood reading. Their meter allegedly was inaccurately low. The result on their meter was 246 measurement unknown. The result on the hospital's meter was over 900 mg/dl. The time difference between patient's meter and ER meter was more than 30 minutes. Exact time unknown. Treatment was 3 bags of solution and insulin per family member's statement. No further info has been reported.